Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent system was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent was implanted approximately 14 months prior to (B)(6) 2012. The indication for the stent placement was treatment for a stricture within the common bile duct due to chronic pancreatitis. The patient is "not operative due to collateralisation." On (B)(6) 2012, the patient returned for removal of the stent and placement of a new stent. However, the stent was unable to be removed. The user attempted to cut the stent adjacent to the ampulla using argon plasma coagulation (apc) in order to get better access through the stent. Apc was unsuccessful in cutting into the stent. The complainant noted that some soft tissue was present at the proximal end of the stent. The physician expressed concern in leaving the stent in 2 months longer than the approved 12 month indication. The patient has a side-to-side choledochojejunostomy for ongoing drainage. Currently, the physician has not scheduled another procedure to remove the stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient weight is unknown, the patient was estimated to weigh (B)(6). Although the exact upn is unknown, it was reported that the device is a wallflex biliary fully covered stent. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The exact implantation date is unknown. However, it was reported that the stent was implanted approximately 14 months prior to (B)(6) 2012. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent system was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent was implanted approximately 14 months prior to (B)(6) 2012. The indication for the stent placement was treatment for a stricture within the common bile duct due to chronic pancreatitis. The patient is "not operative due to collateralisation." On (B)(6), 2012, the patient returned for removal of the stent and placement of a new stent. However, the stent was unable to be removed. The user attempted to cut the stent adjacent to the ampulla using argon plasma coagulation (apc) in order to get better access through the stent. Apc was unsuccessful in cutting into the stent. The complainant noted that some soft tissue was present at the proximal end of the stent. The physician expressed concern in leaving the stent in 2 months longer than the approved 12 month indication. The patient has a side-to-side choledochojejunostomy for ongoing drainage. Currently, the physician has not scheduled another procedure to remove the stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
A technical analysis could not be performed as the device was not returned for evaluation. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot related to this event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, the most probable root cause is anticipated procedural complication. Stent occlusion is listed as a post stent placement complication in the directions for use (dfu) / product label.